Manufacturer narrative:
The investigation of the limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a decision for the impella cp was made after a patient was found to be in cardiogenic shock secondary to peripartum cardiomyopathy and ejection fraction had decompensated. The impella cp was successfully placed. There were no impella cp issues during support. The pump was successfully weaned and explanted. The medical doctor attempted to use the one perclose and the patient lost distal pulses at that time so surgical cutdown. Vascular repair was completed and pulses were regained. The procedural outcome was the patient survived the surgery.